Event description:
It was reported that during a hypoglycemic event the user¿s dexcom g7 continuous glucose monitor (cgm) experienced a brief signal loss attributed to a sensor issue, resulting in intermittent communication failure with the responsible device not identified; the cgm reconnected without intervention and the user required no additional assistance. Symptoms included no clinical signs, symptoms, or conditions reported beyond the described device communication issue. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with device component considerations including electrical and magnetic elements and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.